Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer and a pharmacist, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received regular human insulin (rdna origin) (humulin r), unknown dose, frequency, administration route, indication and start date. Since an unspecified date, unspecified time after starting on regular human insulin via a humapen savvio red (lot: 1611v09), the patient experienced high glycaemia, being to the emergency department in the hospital twice; however, it was not reported that he was hospitalized. According to the initial reporting consumer, it occurred because an unspecified issue happened with the device and it was not working ((B)(4)). The reporting pharmacist reported that the patient almost had a coma. The event of blood sugar increased was considered serious by the company due to medically significant reasons. Information regarding laboratory tests detailed data, action taken to regular human insulin, corrective treatment, outcome and therapy status was not provided. The patients mother was the operator of the device and it was unknown if the operator was trained. It was unknown how long the device model and the reported device had been used as well. It was unknown if the humapen savvio use was continued. The return of the device was not expected. The reporting pharmacist and the initial reporting consumer did not provide an assessment of relatedness between the event and regular human insulin therapy. Update 26sep2018: additional information received on 25sep2018 was processed within the initial case entry. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer and a pharmacist, who contacted the company to report an adverse event and a product complaint (pc), concerns a 10-year-old male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received regular human insulin (rdna origin) (humulin r), unknown dose, frequency, administration route, indication and start date. Since an unspecified date, unspecified time after starting on regular human insulin via a reusable humapen savvio (red) pen, the patient experienced high glycaemia, being to the emergency department in the hospital twice; however, it was not reported that he was hospitalized. According to the initial reporting consumer, it occurred because an unspecified issue happened with the device and it was not working (lot: 1611v09/product complaint: (B)(4)). It was noted that the device was stored out of the refrigerator and that could not waste insulin for the calibration process. The reporting pharmacist reported that the patient almost had a coma. The event of blood sugar increased was considered serious by the company due to medically significant reasons. Information regarding laboratory tests detailed data, action taken to regular human insulin, corrective treatment, outcome and therapy status was not provided. The patients mother was the operator of the device and it was unknown if the operator was trained. It was unknown how long the device model and the reported device had been used as well. The suspect device, which was manufactured in nov2016, was continued as it did not qualify for reimbursement and it was not returned to the manufacturer. The reporting pharmacist and the initial reporting consumer did not provide an assessment of relatedness between the event and regular human insulin therapy. Update 26sep2018: additional information received on 25sep2018 was processed within the initial case entry. Edit 05oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 16oct2018: additional information received on 16oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and malfunction from unknown to no. Added date of manufacturer for pc (B)(4) associated with lot 1611v09 of a humapen savvio (red) pen. Corresponding fields and narrative updated accordingly. Edit 08nov2018: added description of improper use to the narrative.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16oct2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a pharmacist and the mother of a male patient reported an unspecified issue with the patient's humapen savvio device. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1611v09, manufactured november 2016). Troubleshooting of the device was performed, with guidance of a trained professional, and the insulin was then released normally. A complaint history review did not identify any atypical findings with respect to dose accuracy. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core user manual states to prime the device before every injection. The core user manual also states, "there may be a gap between the screw and the cartridge plunger. Repeating the priming steps will move the screw out to touch the cartridge plunger. Once the end of the screw pushes the cartridge plunger out, insulin will flow from the needle." There is evidence of improper use. The user did not prime the device before use. This may be relevant to the event of increased blood glucose.